Manufacturer narrative:
Inspection of the download data from the received device found that the pod generated an 0x66 occlusion alarm during operation. Timeouts and a drive stall were observed in the download at the end of runtime until the alarm was generated. The timeouts, drive stall, and resulting 0x66 occlusion alarm stopped pod operation due to the struggle to deliver insulin. The phb data showed that the agc algorithm appropriately adapted to changes in egvs and user inputs. The investigation did not find any damages or deficiencies that would contribute to an occlusion alarm. The exact cause of the 0x66 occlusion alarm could not be determined. Inspection of the fluid path components found that the soft cannula was torn and shortened, and the length of the soft cannula measured below specification at 0.8300 inches. The timing and cause of this damage could not be determined. It could not be conclusively determined if the torn and shortened soft cannula contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl. As treatment, the patient changed out the pod for a new pod.